Event description:
Pt one hour into routine dialysis treatment when about 300cc of blood noticed on the floor. Discovered the venous line was disconnected from catheter. Normal saline given for volume replacement and pt sent to hosp.